Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation identified partially opened and unsealed packaging. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model ecp017gv biopsy instrument allegedly had unsealed device packaging. This report was received from a single source. This event did not involved patient. The patients is 47 years of age. The patient gender and weight were not provided.

Manufacturer narrative:
H10: for the one reported event, the sample was returned for evaluation. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model ecp017gv biopsy instrument allegedly had unsealed device packaging. This report was received from a single source. This event did not involved patient. The patients is 47 years of age. The patient gender and weight were not provided.

Manufacturer narrative:
For the one reported event, the return of the device is pending. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model ecp017gv biopsy instrument allegedly had unsealed device packaging. This report was received from a single source. This event did not involved patient. The patients is (B)(6). The patient gender and weight were not provided.